Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 1488tc-52 lead, implanted: (B)(6) 2002. A 4193-78 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had early elective replacement indicator (eri). The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had elevated threshold. The existing lv lead was programmed to get a "satisfactory result" and it remains in use. No patient complications have been reported as a result of this event.